Event description:
It was reported that the ilet¿s touchscreen fractured while the user wore the pump in a pocket pressed against keys, after which the touchscreen was not usable though the device continued operating in closed loop; the affected component was the touchscreen, and the problem involved a fracture. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress problem consistent with a fractured touchscreen and associated with user handling. No clinical signs, symptoms, or injury reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.